Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, the user reported experiencing a high glucose event at approximately 9:30 am central time. The user reported a fingerstick blood glucose (bg) value of 315 mg/dl and a sensor glucose (sg) value of 45 mg/dl at the time of the event. The user did not seek medical treatment and reported that insulin had not yet been administered at the time of contact but planned to treat accordingly. The user's healthcare provider was not aware of the event.